Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0k68a, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the lead was moved approximately 3 weeks ago. Records showed that there was a lead replacement on (B)(6) 2016. The revision was done due to pain on the patient's right side but then later stated this pain started 8 years ago and was probably bursitis in the hip that was pre-existing to the implant. The patient was always there. The patient had had concerns about the therapy ever since they were implanted. The patient had recovered from the procedure but still had the pre-existing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.